Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away as a result of an implant procedure. Follow up with the patient's clinic indicated that during implant there was a perforation of the right ventricular wall. There were no product performance allegations.